Event description:
Boston scientific received information that the right atrial (ra) lead displayed pacing impedance measurements greater than 2,500 ohms with no atrial capture. A revision procedure was performed and the ra lead was surgically abandoned and replaced. The device was explanted due to normal battery depletion. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.